Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "last week of march." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended" message upon scanning the adc device after two days of wear. The customer experienced symptoms described as fluctuating glucose levels, thirst, frequent urination, and seizure. The customer reported being able to self-treat with insulin (dose/type unknown) and metformin 850 mg. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.